Manufacturer narrative:
The complaint device was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. A retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The investigation is still on going. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient underwent a right femoro-popliteal bypass surgery on (B)(6) 2013. A segment of the graft was first used to make an interposition: common femoral to deep femoral artery. It was tested without any problem. The rest of the graft was then tunnelized and proximal latero-terminal anastomosis was made. Before making the distal anastomosis, a distal clamping of the graft was made to ensure its patency. The tunnel was then reported to bleed profusely. The graft was removed from the subsartorial tunnel, and the maneuver was repeated of distal clamping. It was reported to profusely leak at about its half distal part. The graft was then removed. No patient injury was reported.